Event description:
It was reported that guidewire entrapment occurred. A 2.4mm jetstream xc catheter was selected for an atherectomy procedure to treat peripheral arterial disease (pad) in the superficial femoral artery (sfa). The catheter was placed with a .014 non-boston scientific (bsc) guidewire in combination with an atherectomy lubricant. After advancing the device through very tortuous iliac arteries, the device would not advance more than about 100 mm of the proximal sfa. It was observed that the device was entrapped on the guidewire. Both device and guidewire had to be removed together. There were no patient complications, and the case was completed with a different device of the same model.